Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving dilaudid, bupivacaine and clonidine at unknown concentrations and unknown doses via an implanted pump. The indication for use was malignant pain. It was reported the patient missed a scheduled refill appointment and was having worsening pain on (B)(6) 2014. The pump was interrogated the same day showing low and empty pump reservoir alarms occurred. It was indicated the event was related to the device or therapy and related to the drug hydromorphone, bupivacaine, clonidine and the drug action the low and empty pump reservoir. The pump was refilled on (B)(6) 2014 and the issue resolved without sequelae the same day.